Event description:
It was reported that this pacemaker was part of a system revision due to a pocket infection. A new temporary pacing system was implanted. There was no additional adverse patient effects were reported. This pacemaker was explanted.